Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, pt subsequently died. Device issue: failure to cross. It was reported that the device was unable to be delivered to the perforation due to the tortuous vessel. The pt was sent to surgery; however, expired on the table before surgery. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that the device was in working order and left abbott vascular instruments deutschland gmbh in rangendingen as per specifications. It was reported that the anatomy was tortuous and may be the cause of the failure to cross. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. It is not possible to determine if the stent's failure to cross contributed to the death of the pt.